Event description:
It was reported the patient's lead had migrated resulting loss of coverage. The issue was confirmed via x-rays. Surgical intervention was undertaken where a new lead was attempted to be implanted, however, due to patient anatomy no additional product was implanted. No product was explanted as the patient still received some relief from the migrated lead.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.